Event description:
It was reported that the patient died. The target lesion was located in the left main anterior descending artery. A 3.00 x 32 mm promus premier select was deployed. During the procedure, the patient experienced chest pain. Thrombosis occurred and a thrombuster was used, however, the patient went into cardiac arrest and died despite attempts to save the patient.